Event description:
It was reported that a flo-gard infusion pump had a damaged keypad. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. Visual inspection of the device did not identify any physical abnormalities and that the equipment is in good working conditions. According to the alarm history review, there was no alarm associated with the reported problem. A service history review revealed no previous service events were related to the reported condition. The reported condition was verified, though no cause could not be determine with the provided information. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.